Manufacturer narrative:
The lift, slingbar and sling used in the incident were inspected by a hillrom technician. No visible damage was found on the lift or lifting accessories. The lift and sling functioned as designed. Based on this information, the most likely cause of the event is use error that resulted in the misapplication of the sling. The instructions for use for the golvo 9000 (7en140108 rev 1) states the following: before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling strap is extended but before the patient is lifted from the underlying surface. The instructions for use for the universalsling (7en161110 rev 10) states the following: before lifting, keep the following points in mind: although the liko sling bars are equipped with latches, special caution must be exercised: before the patient is lifted from the underlying surface, but when the straps are fully extended, make sure the straps are correctly connected to the sling bar hooks. Both instructions for use contain pictorial illustrations of how the sling loops shall be connected to the sling bar hooks. Based on this information, no further action is required.

Event description:
Hillrom initially received a report from the account stating that a patient sustained a concussion and a suspected fracture of the upper left arm during an incident with a liko lift. The account alleged that during a rotating movement out of the bed, the lift belt pushed itself upwards causing the safety catch to dislodge and the sling to slip out of the holder. During the incident, the account alleged the two caregivers were able to prevent the patient from falling. The patient's caregiver refused medical examination of the patient at a hospital after the incident. However, the patient's family physician suspected the patient sustained a concussion and a fracture of the left upper arm. The patient is applying a gel crystal bandage to the bump on their head. No treatment is being applied to the patient's arm. Based on the patient's suspected injuries, hillrom is conservatively filing this report. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).